Manufacturer narrative:
The insulin pump was monitored and no off no power alarm noted; all operating currents are within specifications. No a39 alarm noted during our testing. The insulin pump had cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power and communication error alarm. Customer's blood glucose at time of incident was 152 mg/dl. The customer was unable to clear alerts. While on the phone customer received an communication error alarm loop twice and received right before calling as well. The customer was advised that the device will be replaced. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 152 mg/dl. The customer stated that she dropped the pump and no visible damage. The customer stated the drive support cap appears normal. The customer was unable to perform self-test. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.